Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device was explanted due to an earlier than expected elective replacement indicator (eri). The device was replaced with a new crt-d device.